Manufacturer narrative:
The tandem pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was intermittently inaccurate across multiple cartridges. Reportedly, the customer did not practice the proper air removal techniques. Tandem technical support educated the customer this was off-label. Customer¿s blood glucose ranged from 83 mg/dl to 200 mg/dl. Reportedly, customer reloaded the cartridges successfully and received an accurate fill estimate to resolve the issues.